Manufacturer narrative:
A historical data review was conducted on the part number. A total of 5 complaints for unrelated issues were identified. There were no capas or non-conformances related to this part at the time of this review. As it was reported, the surgical procedure was completed and the incision closed prior to the adverse event occurrence. Additionally, the report also states "there was no defectiveness involved with the devices". No further information was provided by the complainant to assist with this investigation. Although the complainant clearly states that the event was not due to form, fit or, function of the implanted device a root cause is indeterminate.

Event description:
It was reported that this was a plif for treating spondylolisthesis (in one intervertebral lesion) on (B)(6) 2022. The procedure was completed without any issue. However, the patient's heart suddenly stopped during closing incision. They came to the following conclusions. There was no defectiveness involved with the devices. The heart stoppage did not become fatal. No further information is available. This complaint involves five (5) devices.